Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was not pleased that the patient went into heart failure post eri on the pacemaker. The patient had been at vvi 65 for 1-day. The status of the device is unknown. Follow-up is pending. No further patient complications have been reported as a result of this event.